Event description:
During an endoscopic procedure, the co2 flowmeter was connected directly to the gas cannister through a hose without a regulator inline between the cannister and the flowmeter. The flowmeter immediately burst under the pressure when the cannister flow was initiated. There was no injury to the patient. This was determined to be an error in component setup by staff. Imaging was performed to ensure that no shards of glass were on or in the patient, but the patient was covered at the time of the flowmeter bursting. FDA safety report ID# (B)(4).